Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and the error 319 could not be replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable fault occurred on the system. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found error 319 on the armnet #4. The customer stated that they had power cycled the system. However, the surgeon elected to convert the procedure to traditional laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed via traditional laparoscopic surgery. However, in order to do so, the customer placed two additional ports onto the patient. The customer stated that the patient tolerated the conversion to traditional laparoscopic surgery and there was no further injury.